Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the video system center exhibited a defective power switch. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Additional adverse events of the power switch cannot be pushed, failures in the main board and printed circuit board were identified during the device evaluation. Based on the results of the investigation, it is presumed that wear or damage, increased time-of-use, and failures in the main board and printed circuit board likely led to the malfunction. However, olympus could not conclusively specify the root cause of the event. Olympus will continue to monitor field performance for this device.